Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of broken connector and also noted that the ring was bent and that during repair the lead flex o-ring was broken. All found defective parts were replaced. (B)(4).

Event description:
It was reported that the external pulse generator's atrial connector was broken. The generator was returned for service. No patient complications have been reported as a result of this event.